Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the lcb distal cover glass dirty, the segment loosened, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.